Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had bruising around her ribs. The patient's physician and nurse reportedly advised the patient to use a warm compress on the bruises. There were no additional details about the medical outcome of he bruising.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device, including the blue defibrillator gel.